Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The leak could have damaged the charge coupled device elements that attributed to the flickering image that suddenly became obstructed. In addition, the instrument channel had a leak. The bending section failed the electrical continuity test. The image displayed was distorted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, the evis exera iii bronchovideoscope camera was glitching, and went black (no image showing) during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, it is likely that the issue was the result of leakage during user handling causing electronic component failure. The event may be reduced or detected/prevented by following the instructions for use which states: ¿- inspection of the endoscopic image¿ ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿- when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿- if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. Olympus will continue to monitor field performance for this device.